Manufacturer narrative:
Approximate age of device - 54 days.the patient remains ongoing on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The patient remains ongoing on lvad support and no further issues have been reported. Peripheral thromboembolic event is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had 200 cc of bright red hemoptysis while at a rehabilitation facility. The patient¿s international normalized ratio was 1.9. The patient was transferred to the implanting center for evaluation. The patient¿s hemoglobin level was 6.7 g/dl and he received 2 units of blood. A bronchoscopy was clean, but his sputum turned frothy/pink to red. A swan-ganz catheter was inserted and the pulmonary artery pressures were 60/30 mmhg and the central venous pressure (cvp) was 14mmhg. The patient also had left ventricular distention and the pump speed was increased from 8600 rpm to 9200 rpm to unload the left heart. The patient continued to decompensate and was intubated. Neosynephrine and vasopressin were given to increase the blood pressure and the patient was started on revatio. A CT scan was negative and the lactate dehydrogenase level was 360 u/l. The patient later experienced a small left ventricle diameter upon transesophageal echocardiography and the pump speed was turned back to 8800 rpm. The patient stabilized overnight but then decompensated again the following morning. The patient was percutaneously cannulated for extracorporeal membrane oxygenation (arterio/venous ECMO). Lvad low flow alarms occurred as the patient's cvp was 7 mmhg; the low flow alarms stopped after fluid resuscitation was administered. A large blood clot was confirmed in the right bronchus. The patient was transported to another hospital for a rigid bronchoscopy procedure. Multiple bronchial clots were removed and the patient was extubated the next day. As of 04/03/2015, the patient was reported to be doing well and was expected to be discharged back to the rehabilitation facility in the next week.